Manufacturer narrative:
An event of migration of the valve was reported. Information from the field indicated that the patient has a horizontal anatomy measured as 55 degrees. Information from the field indicated that the valve was noted to be implanted at a depth of 4 mm on the non-coronary cusp (ncc). However, imaging revealed the valve had popped up, leading to its migration towards aorta. Another valve was implanted (valve-in-valve). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported valve migration is likely related to procedural condition (pre-dilatation was not effective) and patient anatomy. The reported surgical intervention was a result of case-specific circumstances as another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully. Imaging revealed the valve had popped up. A second 25mm, navitor vision valve was implanted successfully with good hemodynamic performance. The patient's current health condition is unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.